Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was ¿high¿; however, a specific value was not provided. Reportedly the customer addressed bg level with manual injections and continued to use manual injections for insulin therapy.